Manufacturer narrative:
The current complaint is related to performance issue or device malfunction, but no information was provided for acon to conduct an investigation. Any additional information received by acon may be provided to FDA in a follow up MDR.

Event description:
False negative result. Wrong results. It said I didn't have covid, went to the doctor next day and was covid positive!!